Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the gear of the air oscillator device was worn out. It was further determined that the device failed pretest for check history, check the starting behavior, check frequency, minimum 12¿000 to 16¿000 oscillation/minute, check for air leak and check for excessive noise. It was noted in the service order that the gear was worn out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in the month of june 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device code: the device code for the additional reportable malfunction of low power ¿output below specification¿ was inadvertently missed in the initial report in addition to noise. The device code has been updated accordingly to include the code for low power. If additional information should become available, a supplemental medwatch will be submitted accordingly.